Event description:
Additional information was reported: no further information is available for plate part number and lot number. It was not reported why the screw could not be inserted in spite of the surgeon¿s many attempts. The surgeon commented there might be a problem of self-tap of the screw or the engagement ability of the driver he/she used. (The driver which the surgeon used is unknown). No clinical information is available.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgeon attempted to implant a titanium locking screw into the patient's bone, but was not successful despite efforts to drill (with a suitable drill) it into the locking hole of the plate shaft. The surgeon ultimately used another screw to complete the procedure. A twenty (20) minute delay was noted. This report is for one (1) unknown plate. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for one (1) unknown plate. Device was not explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.